Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12934. Reference MFR. Report#: 1627487-2018-12933. It was reported the patient underwent surgical intervention wherein the drg system was explanted for an unknown reason.